Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 1.25mm rotalink burr was selected for use. During the procedure, the burr was stuck in the lesion upon advancing and needed to be removed together with the wire. No additional intervention was required, and the burr and wire were removed intact. It was noted that the burr was not completely stuck with the wire, however, to prevent the issue from occurring again the wire was replaced with another boston scientific wire and the procedure was completed. No complications reported and the patient is stable.